Event description:
The voltage reducing transformer, mounted in the rear arm casting, began to smoke. The dr's office called the fire dept as a precaution. The dealer svc tech stated that the rotational stop pin in the down arm broke thus allowing the arm to rotate more than 360 degrees and causing the wires in the arm assembly to twist and short to ground. This short is on the low voltage secondary side of the transformer. In addition installation manuals state that the light should be wired through a wall switch when connecting this unit to the building power supply and the report makes no mention of this type voltage interruption device being available to the dr.